Manufacturer narrative:
The customer did not report any system errors or issues with other chemistries. The customer indicated that quality control results are acceptable. Cause of the event is unknown.

Event description:
The customer reported obtaining more rheumatoid factor (rf) results > 20 iu/ml on the immage immunochemistry system when using new rf reagent lot m012376. The customer did not provide information on patients nor samples. No injury or change to patient treatment was reported in connection with this event.